Event description:
It was reported that the insulin pump alarmed no delivery and another error alarm. The blood glucose reading was 122 mg/dl. The customer stated that she was unable to check the previous dates on which she received no delivery alarms due to the error alarm. She was unable to troubleshoot at the time of the call and declined to return the infusion set and reservoir for analysis. The customer also reported high blood glucose levels, stating that she was unable to treat because of the alarm. The high blood glucose reading was 327 mg/dl, which she treated with a manual injection. Upon troubleshooting, it was found that the device had experienced an unexpected restart. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.